Manufacturer narrative:
Correction - the manufacturing site information was updated in section g1.

Event description:
It was reported the patient received the following results within 15 minutes: 50 mg/dl (instant system) and 150 mg/dl (professional meter).

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.